Event description:
Explanation of cmc spaces 11 months after the implantation due to pain and instability. The op report provided by the surgeon indicates that the screw in the thumb metacarpal appeared to have cut through the artelon implant.

Manufacturer narrative:
Failed fixation of the spacer wing to the metacarpal bone causing pain and instability.